Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported a break in suction during a refractive procedure on a patient's left eye. Suction loss occurred after the laser had fired.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. (B)(4).